Manufacturer narrative:
The correction of removing our product from suspect device to concommitant device is justified by the attached letter from a health professional. The actual device was received and evaluated. There was no visual evidence of problem with the electorde insulation. Co could see no product defect. In summary, a pt underwent a diagnostic laparoscopy with a laparoscopic left salpingo-oophorectomy. The conmed monopolor laparoscopic straight scissors were used as the primary dissection tool. It was attached to a valley lab force forty and the current was set on 30 watt cutting and 30 watts coag with coag in fulgurate setting. Valley lab unit had been tested two weeks prior and was found to be in perfect working order. It has also since then been tested and also has been found to bi in perfect working order. I have taken opportunity to examine scissors and I find no visual evidence of break in insulation and I have described to you testing along shaft using orange and grounding plate yielded no visual current leakage along shaft. Power cord and grounding pad are not available since they are disposed, however they also were examined prior to surgey and appeared to be undamaged and the grounding was appropriate pad to be used with this instrument and came from an appropriate lot number that had not undergone recall. Pt had significant section of ischemic bowel within 24 hours of initial procedure and underwent sigmoid colon resection with colostomy and unfortunately subsequently expired within 12 hours of apparent overwhelming sepsis. Facility would greatly appreciate any eval of these laparoscopic scissors as to insulation and as to whether they ae up to manufacturers standard. Because of nature of this situation, facility would request that co does not destructive testing on these scissors if at all possible and facility also would appreciate if co could return them after your evaluation is finished. If co could also in the eval please verify whether this lot number of scissors has undergone a recall or any other findings that might be helpful to facility in evaluating this very unfortunate outcome. In addition, facility would greatly appreciae any advise and insight co has regarding how bes to report this to MFR and/or FDA and if co has any particular guidance as to safe usage of his instrument above and beyond standard practices, facility would greatly appreciate that.

Event description:
A pt underwent a diagnostic laparascopy with a laparascopic left salpingo-oophorectomy. The conmed monopolar laparscopi straight scissors were reportedly used as the primary dissection tool. The pt had a significant section of ischemic bowel within 24 hrs of the initial procedure and underwent a sigmoid colon resection with colostomy and unfortunately subsequently expired within 12 hrs of apparent overwhelming sepsis.